Event description:
On (B)(6) 2013, the reporter contacted animas and alleged a possible issue of date changing in the pump. There is no allegation of an adverse event in relation to this issue. This complaint is being reported as it is uncertain if the date changing affects the insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.